Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. No cosmetic damage noted.

Event description:
Customer reported receiving many no delivery alarms. He reported that he had gone through four infusion sets during his last troubleshooting. Customer was treating with an insulin pen. Customer stated that he felt the insulin pump was not working. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.